Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1h8b9, implanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot#: va1h8b9, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that device interrogation showed high impedance on the left and right sides of system (subthalamic nucleus - stn). There was no clinical diagnosis/correlation. The etiology was considered related to device/therapy and not related to implant procedure. Interventions included reprogramming of the left stn on (B)(6) 2017 and right stn on (B)(6) 2017. Left stn high impedance resolved as of (B)(6) 2018 and right stn high impedance resolved as of (B)(6) 2017. No patient symptoms/complications were reported as a result of the event.